Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Lot # 25068408; expiration date 11/30/203. Investigation results: device 1 - the device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. Device 2 - the device was returned to the factory for evaluation. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked. The white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. Device 3 - the device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. (B)(4).